Event description:
It was reported that devices were used during a laparoscopic tubal ligation. The trocars were leaking because the seal tore. There was no further consequence to the pt. It is unknown how the case was completed.